Manufacturer narrative:
Pump was received with cracked battery tube threads, completely broken reservoir tube lip, cracked case at display window corner and minor scratched lcd window. No broken battery tube threads noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump case was broken. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is broken at the battery thread. No further details given.